Event description:
A recharging issue was reported in which an device overdischarge is suspected. There was no communication with the recharger and the programmer. During surgical procedures, with the device was out of the pocket, the physician had difficulty getting the "physician mode recharge" (pmr) screen to come up on the programmer. It was noted that they were able to get 80-110 with "al" feature (antenna locator). The normal recharging screen could not be obtained with the pmr stopped. Replacing the device was discussed.

Manufacturer narrative:
(B)(4).